Event description:
It was reported that there were cracks present on the insulin pump display screen. It was stated there was a chunk of plastic missing off of the piston located in the reservoir chamber and corrosion in the battery compartment. Advice was given to discontinue use of the insulin pump and to revert to a back-up plan. The customer's blood glucose was 342 mg/dl. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.